Manufacturer narrative:
Additional information was added to b5, h3, h4, f10/h6: device codes (replace 1069/424 with 2954/757) and h6. B5: upon clarification from the customer, the issue was described as liquid flowing despite the clamp being closed. H10: the actual device was not received for evaluation; therefore, a device analysis could not be completed for that sample. However, retention samples were visually inspected. Visual inspection did not identify any abnormalities that would have contributed to the reported condition; there were no missing nor damaged components found. The reported condition could not be verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication administration cap of a buretrol solution set was damaged; further described as ¿in bad conditions¿. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.